Manufacturer narrative:
Second implanting physician: dr. (B)(6).

Event description:
It was reported that heart block occurred. A lotus edge 25mm valve was selected for an right transfemoral transcatheter aortic valve implantation (tavi). The patient went into heart block during the lotus edge deployment. A pacemaker was implanted post procedure to treat the heart block. No patient complications were reported. It is further reported that: the patient is stable and has been discharged.

Manufacturer narrative:
Second implanting physician: dr. (B)(6).

Event description:
It was reported that heart block occurred. A lotus edge 25mm valve was selected for an right transfemoral transcatheter aortic valve implantation (tavi). The patient went into heart block during the lotus edge deployment. A pacemaker was implanted post procedure to treat the heart block. No patient complications were reported.